Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® edta 2k there was foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter. The customer stated: there was "foreign matter found in a tube. A needle-like material was found in a tube."

Event description:
It was reported when using the bd vacutainer® edta 2k there was foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter. The customer stated: there was "foreign matter found in a tube. A needle-like material was found in a tube."

Manufacturer narrative:
H.6. Investigation: bdj received an actual used sample and confirmed there was a 10 mm long scratch and shaved plastic observed inside the tube. 6 photos were forwarded to the manufacturing site. The photos were reviewed and the indicated failure mode for tube damage with the incident lot was observed. This is most likely caused by the needle dragging down the inside of the tube wall when collection of blood occurred. Additionally, retention samples from bd inventory were evaluated by visual examination and the issue of damage tubes was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. Bd was able to confirm the customer¿s indicated failure mode with the photos provided however, this defect is not caused by any manufacturing process.